Event description:
It was reported that the screen light on the programmer did not light up and the device exhibited an overheating smell. The unit was replaced.

Manufacturer narrative:
No conclusion code available: overheated components that was burned was observed in the programmer.

Manufacturer narrative:
(B)(4).